Event description:
The customer initially reported that the heartstart xl failed to charge. The symptom was clarified to be a failure to discharge via paddles. There was no patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.